Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental.

Event description:
Within the scope of the (B) (6) vigilance system for medical devices, the (B) (4) has been informed about an incident that took place on (B) (6) 2010 at the (B) (6) ((B) (6)) involving the medical device 'xia screw 6,5x45': "after fusion th12-s1 from the dorsal on (B) (6) 2009 between l5/s1 right a loosing of the screws at sacrum was detected because of a new lumbol ischialgia. During revision surgery, a spiral fracture l5 left was shown as a fortune result.'